Event description:
It was reported that a doctor was burned on the hand after coming into contact with a handpiece that reportedly overheated; no intervention was required as a result.

Manufacturer narrative:
Per the FDA public health notification: pt burns from electric dental handpieces, issued december 12, 2007, "burns may not be apparent to the operator or the pt until after the tissue damage has been done, because the anesthetized pt cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Though no medical/surgical intervention was required in this event, there have been previously reported events rec'd in the last two years involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and run; it was found to run at 185 k rpm, 15k less than normal top speed. It was also noisy and became noticeably warm to the touch. The lack of performance is consistent with worn bearings. A DHR review conducted for the lot involved as well as the previously and subsequently manufactured lots passed.